Event description:
Patient was post-op from or; we wanted to start nirpride and programmed it and primed infusion set and connected it to drip line immediately after. Patient's blood pressure dropped from sbp [systolic blood pressure] 110 to sbp 60 shortly after. Anesthesia mentioned that when he was priming the drips earlier that morning, he noticed that after you prime set pump, it appears that the pump continues to push med out as if it was still priming for a minute or two and believe that is what may have caused the patient to receive a bolus of nipride. Bd alaris syringe pump was used to hang a syringe of nitroprusside. Because the rate is < 5 ml/hr, the syringe pump "prime set with syringe" function was used to engage the pump drivehead per manufacturer recommendations. The infusion was connected to the patient immediately after priming. Shortly after, the patient's blood pressure dropped from sbp 110 to sbp 60. There is a concern that after the "prime set with syringe" function is used, that the medication continues to flow and may provide an inadvertent bolus of drug to the patient. Patient's blood pressure dropped after the "prime set with syringe" function was used and connected to the patient, indicating there is some lag time where the medication is still infusing after priming is completed.